Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon catheter became entrapped on a guide wire. The physician was attempting to pre-dilate a lesion located in the distal left anterior descending (lad) artery with a 2.0x20mm apex balloon catheter. The apex balloon catheter loaded over another manufacturers' guide wire without any problems. As the physician was advancing the balloon catheter it felt snug. An attempt to pull back the balloon catheter was made, however, the balloon catheter became stuck on the guide wire. The physician pulled "very hard" but was unable to separate the balloon catheter from the guide wire. The balloon was never inflated and removed from the patient as a unit with the guide wire. The procedure was completed with the use of another 2.0x20mm apex balloon catheter. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a guidewire protruding from the hub/manifold a length of approximately 185.0cm. The guidewire was not protruding from the distal tip of the catheter and it was not possible to dislodge the wire from the lumen of the catheter or determine how far it extended into the catheter. There was dried blood noted inside the shaft. A microscopic inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. It was also noted that the inner shaft was bunched up/damaged near the proximal end. Examination of the material surrounding the bunched up inner did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. It is considered likely that the bunched-up inner shaft within the hub is attributable to resistance between the outer surface of the guidewire and the guidewire lumen. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The inner diameter of the tip was measured and found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon catheter became entrapped on a guide wire. The physician was attempting to pre-dilate a lesion located in the distal left anterior descending (lad) artery with a 2.0x20mm apex balloon catheter. The apex balloon catheter loaded over another MFR's guide wire without any problems. As the physician was advancing the balloon catheter, it felt snug. An attempt to pull back the balloon catheter was made, however, the balloon catheter became stuck on the guide wire. The physician pulled "very hard" but was unable to separate the balloon catheter from the guide wire. The balloon was never inflated and removed from the pt as a unit with the guide wire. The procedure was completed with the use of another 2.0x20mm apex balloon catheter. There were no reported pt complications. The pt's status is listed as "ok".

Manufacturer narrative:
(B)(4).